Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl, which caused the customer to feel ill. Reportedly, the customer had administered a meal bolus without checking the bg level first, causing the low bg. The customer's husband reportedly assisted the customer by giving the customer orange juice to address the low bg.